Event description:
The patient was implanted with the Vivistim system on (b)(6) 2025. The patient subsequently completed the therapy protocol, however the patient reported persistent hoarseness and loss of voice following the implant procedure. The patient reported they saw an ENT, who diagnosed single vocal cord paresis and referred patient to another ENT for possible vocal cord injection in (b)(6) 2026. At the time of this report, the patient's voice changes persisted based on followup with the patient, and no medical or surgical intervention has been reported. The device remains implanted in the patient.

Manufacturer narrative:
Mobia Medical received notification of a patient who experienced persistent hoarseness and loss of voice following implantation of the Vivistim System on 12/22/2025. Subsequent evaluation by an ENT specialist reportedly identified vocal cord paresis. At the time of this report, no known interventional steps have been taken though it was reported it is possible vocal cord injections will occur pending a second ENT appointment. The condition has continued beyond the expected recovery period of six months (6/22/2026); based on the available clinical information, the reported condition is now considered a permanent impairment of a body function. As a result, Mobia Medical has determined that the event represents a serious injury for MDR reporting purposes. The implanted device remains implanted and therefore is not available to the manufacturer for evaluation. No device malfunction has been identified to date and patient completed the therapy protocol. If additional information becomes available, a supplemental report will be submitted as appropriate.